Event description:
It was reported that 5 syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced leakage during use. The following information was provided by the initial reporter: material no.: 309653. Batch no.: 9149738. Per (B)(4): anesthesia is having issues with the 60ml syringes. Our 60 mls syringes seems to have a leak and the profol is not inside the syringe. Said there have been multiple like this since the package has changed.

Manufacturer narrative:
Investigation summary: one sample and three photos were provided by the customer for investigation. The returned sample was visually examined using unaided vision and it was observed that there is a white substance between the ribs of the stopper. As the sample had been used and was contaminated leak testing was not able to be performed. Three photos were provided by the customer for investigation. One photo shows a syringe laying on a surface. A second photo shows the top web of the blister pack for the syringe which provides the material number and material description. A third photo shows a syringe in use. The syringe is partially filled with a white liquid and the stopper is at about the 20ml gradient mark. There is also white liquid between the ribs of the stopper on the plunger as well as white liquid on the back side of the stopper in the barrel. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced leakage during use. The following information was provided by the initial reporter: material no.: 309653, batch no.: 9149738. Per (B)(4): anesthesia is having issues with the 60ml syringes. Our 60 mls syringes seems to have a leak and the profol is not inside the syringe. Said there have been multiple like this since the package has changed.